Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that the lead was being replaced due to exit block. During the procedure, blood was discovered inside the device connector. The device and lead were replaced. No patient complications were reported as a result of this event.